Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during wound closure after a pacemaker procedure. The device needle broke. It was unknown if the piece fell into the patient cavity or not. An x-ray was performed to try and locate the missing piece of needle. The surgical time was extended by more than 30 minutes but the missing piece was never located. The procedure was completed with a new suture from the same lot. The patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two products. The visual inspection of the returned product noted two products, one opened by the account and one sealed. The foils were inspected with light assisted microscopy with no abnormalities. One needle was received bent and broken at the swaged end. Upon microscopic inspection of the needle, instrument marks were observed on the bend site. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Holding the needle at the swaged end can cause the needle to bend or break. As per the instruction for use, the needle should be held in the middle, where the diameter is thickest. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.